Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported red screen or the total power failure. Review of the device data logs confirmed the reported total power failure. The investigation could not determine a root cause. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and then a safety reset and power failure error messages. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and then a safety reset and power failure error messages. There was no patient injury reported as a result of this incident.